Event description:
A (B)(6) patient underwent nanoknife ire treatment for kidney cancer on (B)(6) 2009. Patient incurred hematuria (blood in urine) during the ablation of a kidney lesion. The patient was monitored. No medical intervention was required and the event resolved on its own.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the hematuria is believed to be a result of the (probe) device placement as mentioned by the treating physician. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).